Event description:
It was reported that "nipple of reflex hybrid screwdriver broken off. I was going through tray to refill and inspect instruments and noticed driver was broken. Do not know date of occurrence. No scrub tech informed me of the issue."

Manufacturer narrative:
Method - visual inspection, mfg record review, complaint history analysis and risk assessment. Results - after visual inspection self-centering pin on the distal tip of the instrument was confirmed to have broken off. Mfg record review: no anomalies that could be associated with the breakage were reported during the manufacturing. Complaint history analysis: (B)(4) previous records have been received involving (B)(4) units. The investigations into past complaints generally concluded that the failures were the result of user-error. Risk assessment: there was no pt involvement in the reported event. The issue was discovered in central sterile. Conclusion: the breakage is most likely the result of the user pivoting the instrument when it was attached to the screw or it could also be the result of rough handling during cleaning.